Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
Rv lead tested with non-capture, high impedance, and sensed noise. The lead was determined to have a conductor fracture and is expected to be explanted, along with the dislodged ra lead.

Manufacturer narrative:
(B)(4).